Event description:
On (B)(6) 1995, a gore-tex vascular graft was implanted in an axillo-femoral procedure. Indication for treatment was infection. On (B)(6) 1999, the graft was explanted due to infection. A revision of the right axillo-femoral bypass procedure was performed.

Manufacturer narrative:
No investigation could be conducted as explanted graft was not returned and no lot number was made available.